Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was found unresponsive on the street. The system controller was reported to be beeping. The patient was transferred to the hospital. Life support was removed and the patient expired.